Event description:
Boston scientific received information that during a routine change out procedure, the right ventricular (rv) lead was stuck in the device header. The physician cut away the header to remove the rv lead. The chronic rv lead was connected to the new device with all measurements within acceptable limits. No adverse patient effects were reported as a result.the pieces of the device were to be returned for reliability analysis.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the device was returned to allow for reliability analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, microscopic visual inspection of the lead barrels and inner seal rings identified evidence that the silicone seal rings within the lead barrel had bonded with the silicone seal rings of the lead. All setscrews moved freely and operated normally. The pacemaker passed testing that verifies the performance of pacing and sensing.